Event description:
It was reported that, during a pre-use check on the product, it was noticed that the upstream connector was broken. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The returned sample was received inside a plastic bag without its original packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches to 24 inches under normal conditions of illumination; the female luer was broken. Functional test: 32 retained samples were assembled and leak tested by manufacturing procedure and no leaks were found; 1 sample was assembled purposely with the luer crack in order to verify if the equipment is capable to detect the leak, the equipment is capable to detect the piece as reject. The root cause of the issue could not be determined; the most probable root cause is the luer became damaged after the product left the manufacturing facilities. Action(s) taken to mitigate the reported issue(s): as a preventive action, a notification of this complaint to the production personnel was conducted by the quality engineer.